Manufacturer narrative:
(B)(4). One rfa1530 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported that the temperature was unstable. The reported condition was not confirmed. The water circulated normally through the device. The device read the temperature and lesioned properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be intact. The investigation could not determine the root cause of the customer's report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that after initiating the system to create an ablation of a liver tumor, the temperature of the electrode continued to rise. All tubing components were checked and verified to be operating correctly so it was determined that there was fault in the electrode itself. A new electrode was obtained and the procedure was subsequently completed without error. There was no patient injury and no medical intervention was required.